Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value, and nozzle had foreign objects; due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value, the adhesive on bending section cover had a chip, the adhesive on bending section cover has white-clouded area, the adhesive on bending section cover had a crack, due to clogging of nozzle, the water removal ability did not meet the standard value, the adhesives around the objective lens had a white-clouded area, the adhesives around light guide lens had a white-clouded area, plastic distal end cover had a scratch, connecting tube had a buckling, connecting tube had a scratch, indication on suction connector was peeled, suction connector was deformed., the suction connector had a crack, the protector of the universal cord on the suction connector side had a scratch, the universal cord had a wrinkle, switch4 was worn, the paint on the suction cylinder was peeled, and the control unit had discoloration. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a reduced angulation issue. The device was returned for evaluation. During the device evaluation, foreign matter was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.